Event description:
According to the reporter, during use, when using the cautery pen, the physician asked why the device was bendy and found that there was a hole in it. The nurse asked the circulator for new cautery. They notified with photo of damaged pen and burned end of tip. The cautery blade tip of the pencil from the other brand was normally switched out to the medtronic edge hex-locking blade electrode 2.75¿. The other brand was aware of their practice and have validated that the medtronic tip was compatible with their pencil. When the operating room nurses removed the medtronic tip, they found it to be charred. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).